Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the reason for device removal was because she hurt at the implant site a lot and she did not know why. Patient later mentioned she is a smaller lady and was bumping against things. She kept going back and having them check it because she thought something wasn¿t right. She had pre-existing condition with her neck. She had osteo-arthritis really bad in the neck and a long time ago prior to interstim implant. She also had neck surgery where a disc was removed and plate was put in and over that she had some collapsing vertebrae and nerve damaged in the neck which is extending down to the left shoulder. She has had to have spinal taps done because of this and because she had not been able to have MRI due to interstim implant. Patient stated her surgeon said they can¿t keep giving her spinal taps and they sent a note to her interstim physician. They asked her to please remove the interstim. Patient spoke with healthcare provider (hcp) and they agreed to remove it and said they might do something else in the future. Patient indicated she had interstim removed a day prior to this call. The hcp mentioned that it wasn¿t in the right location anymore and ¿since they first put it in, they had upgraded and decided that wasn¿t the best solution there¿. Patient stated she thinks they removed the whole system but she is not sure if any parts of the system/ leads were left in. She had a lot of places on her face that looked like a little skinned areas where she could tell they had been moving her round during surgery and her eye was even almost blackened, it was not real bad but discolored. She asked the nurse why that was and the nurse said they had her on a foamy thing to keep her in place during the surgery, so the marks were from how the patient was moved around and positioned during her surgery. Patient also reported the interstim was not doing her much good, she never had desired therapeutic. She was sti ll having diarrhea and still taking just as much medicine to keep her from going, nothing had changed. Patient stated after MRI/tests are done, she can come back and they will insert another one and do it correctly, the way its being done now. Patient stated the hcp said they had it in two certain areas and it did not fully work that way. There were no further complications that have been reported as a result of this event.